Event description:
It was reported the device was ringing nonstop and will not shut off, screen blank, damaged battery cover and missing pole clamp inlet screw on bottom. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the tamper seal was broken, the top case was cracked on front corner. The bottom case screw mount missing for the pole mount. The left plunger case is damaged. Due to the constant alarm and lack of display, the event history log was not able to be accessed. Further root cause analysis confirmed that the replicated issue was caused by incomplete reprogramming of the device by the user. To address the issue, the device software was updated and successfully completed. B3: date of event is unknown, no information has been provided to date. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.